Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post one week of the endovascular stent deployment in an venous anastomosis in the cephalic vein, the endovascular stent allegedly migrated to an unintended location; therefore, angioplasty was performed in an attempt to reposition the stent, with unsuccessful results. It was further reported that the procedure was halted and the patient was rescheduled for a future date. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, a vascular stent was located in the left subclavian vein and that the vascular stent did not cover the stenosis between the subclavian vein and the svc, can be confirmed. Conclusion: images were provided for review, which showed a vascular stent in the left subclavian vein. The investigation is inconclusive for migration of the stent post deployment, as no images were provided to show the original location of the stent graft at time of deployment and the final location of the stent graft after migration.the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU states: precautions: careful attention should be paid to ensure the device is appropriately sized to the actual graft diameter, taking into account any change to the stated graft diameter that may have resulted from previous interventions. The appropriate length device(s) should be selected so that the stent graft extends beyond the stenosis into at least 10 mm of the non-diseased graft towards the arterial inflow and into the non-diseased vein approximately 10 mm beyond the stenosis. Serious complications, such as migration to the heart or lungs, have been reported when stent grafts have not been appropriately sized or when the appropriate length of placement of the proximal (inflow) end of the device (~10 mm) in the av graft is not achieved. Please note that device migration may occur post-discharge and has been reported 3-10 days post-procedure. Potential complications and adverse events: stent graft specific events that could be associated with clinical complications include stent graft misplacement, stent graft migration, stent graft fracture, stent graft kinking, insufficient stent graft expansion and stent graft embolism.

Event description:
It was reported that post one week of the endovascular stent deployment in an venous anastomosis in the cephalic vein, the endovascular stent allegedly migrated to an unintended location; therefore, angioplasty was performed in an attempt to reposition the stent, with unsuccessful results. It was further reported that the procedure was halted and the patient was rescheduled for a future date. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, a vascular stent was located in the left subclavian vein and that the vascular stent did not cover the stenosis between the subclavian vein and the svc, can be confirmed. Conclusion: images were provided for review, which showed a vascular stent in the left subclavian vein. The investigation is inconclusive for migration of the stent post deployment, as no images were provided to show the original location of the stent graft at time of deployment and the final location of the stent graft after migration. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU states: precautions: careful attention should be paid to ensure the device is appropriately sized to the actual graft diameter, taking into account any change to the stated graft diameter that may have resulted from previous interventions. The appropriate length device(s) should be selected so that the stent graft extends beyond the stenosis into at least 10 mm of the non-diseased graft towards the arterial inflow and into the non-diseased vein approximately 10 mm beyond the stenosis. Serious complications, such as migration to the heart or lungs, have been reported when stent grafts have not been appropriately sized or when the appropriate length of placement of the proximal (inflow) end of the device (~10 mm) in the av graft is not achieved. Please note that device migration may occur post-discharge and has been reported 3-10 days post-procedure. Potential complications and adverse events: stent graft specific events that could be associated with clinical complications include stent graft misplacement, stent graft migration, stent graft fracture, stent graft kinking, insufficient stent graft expansion and stent graft embolism. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post one week of the endovascular stent deployment in an venous anastomosis in the cephalic vein, the endovascular stent allegedly migrated to an unintended location; therefore, angioplasty was performed in an attempt to reposition the stent, with unsuccessful results. It was further reported that the procedure was halted and the patient was rescheduled for a future date. There was no reported patient injury.